Event description:
It was reported that the printed circuit board (pcb) is not communicating. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the barrel clamp was missing. A review of the event history log (ehl) identified battery communication time out. During the functional testing the reported issue was able to be duplicated. The root cause of the issue was customer induced via fluid ingression into the main body of the pump as a result of either the customer's improper cleaning of the pump, or the customer's introduction of excessive fluids to the pumps surface. Replaced interconnect board, radio board and battery. Performed power up and self-test process.